Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter satted that the patient had a blood glucose (bg) with shortness of breath, confusion, abdominal pain, extreme drowsiness, polyuria, polydypsia, chest pain and difficulty waking up. The patient was taken to the hospital and treated with insulin via injection and IV fluids. The patient discontiued pump therapy. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the bb shows one por recorded after a replace battery alarm on 2016-01-11. No power issues observed in the bb. No damage found to the battery compartment. Battery cap was not returned. A new test cap is able to fully attach to the pump with no issues. Pump boots to the verify screen with audible and vibratory features. The pump successfully completed 24hr duration testing with test battery cap; no power issues duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.